Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to (B)(6) 2012. Temperatures are recorded below the recommended minimum temperature. The device records self-test fails due to a low battery on (B)(6) 2012. The device was then returned to a warmer environment and the device passed a self-test on (B)(6) 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The temperatures recorded would account for the self-test fail. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.